Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a poor patient outcome. An angiojet® ultra system console and angiojet® solent¿ omni catheter were selected for a thrombectomy procedure. A 100ml bag of tissue plasminogen activator (tpa) was used. The catheter was primed and placed into the patient. Power pulse was completed for 55 seconds. Then, the rest of the tpa bag was inadvertently used for aspiration of the lesion until the machine alarmed to indicate the bag was empty. There was a poor patient outcome.

Manufacturer narrative:
Updated: age at time of event, outcomes attrib. To ae, describe event or problem, other relevant history, patient codes, type of reportable event age at time of event: over 80 years. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02508. It was further reported that the patient had undergone an endovascular aneurysm (aortic) repair (evar) one day prior and then returned to the operating room for an emergency laparotomy to locate and ligate a bleed. The patient was then intubated and in the intensive care unit (ICU). The following day the patient underwent a thrombectomy and embolectomy of common iliac artery (cia) and limb, with open laparotomy wound with vac dressing insitu. The saline bag was prepped with 15mg of tissue plasminogen activator (tpa) in 100ml normal saline. Once the machine alarmed to indicate the bag was empty, the saline clamp was released for the remainder of the thrombectomy mode. Consequently, the patient died as a result of bleeding complications.